Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Factors that may contribute to a needle to cuff miss/suture retrieval include, but not limited to; challenging anatomical conditions (scarring, calcification) and user techniques (failure to maintain a stable position of the device with respect to the tissue tract). If the suture is not retrieved, the suture will become loose and the knot unraveled. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and the left common femoral artery (lcfa) was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the plunger was removed from the device attempted in the rcfa; however, the suture did not come out. When the device was removed a bit, it was noticed the knot was loose. In addition, the plunger was removed from the second device attempted in the lcfa; however, the suture did not come. The sheath was upsized to a 18f and the aaa procedure was completed. The patient was taken to surgery. The level of anesthesia was increase to general and hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.